Manufacturer narrative:
Based on the information provided the cause of the reported injury is unknown. If additional information is received a follow-up MDR will be submitted. The stapler and reloads will not be returned to isi for evaluation. It was confirmed that there was no allegation of an isi device or system malfunction to have occurred during the procedure. A review of the system logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Logs show that sureform 45 stapler instrument part number 480545-04, lot t90201008-0071 fired five reloads (2 blue, 1 white, 1 gray, and 1 black). All firings were completed per the logs. There were no pauses for compression during any of the firings and no incomplete clamps in the case. No images or videos were shared for the event. A review of the site's complaint history does not reveal any additional complaints involving this event. It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument was used to staple the pulmonary artery; however, the patient experienced bleeding after the stapling event. As a result, the procedure was converted to an open surgical procedure to control the bleeding. The amount of bleeding was about 700cc and blood transfusion was rendered to the patient during the procedure. Although it was stated that the surgeon mentioned that the causality between bleeding and isi instrument or system can be denied; the cause of the bleeding is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Initial reporter information is not available.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument was used to staple the pulmonary artery; however, the patient experienced bleeding after the stapling event. As a result, the procedure was converted to an open surgical procedure to control the bleeding. The amount of bleeding was about 700cc, and blood transfusion was rendered to the patient during the procedure. On 30-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information: the patient was a (B)(6) year old male. It was confirmed that there was no stapling issues that could have contributed to the pulmonary artery injury. However, the bleeding was identified from the staple line right after the stapling event. It was confirmed that there was no allegation of an isi device or system malfunction to have occurred during the procedure. The color of the reload used on the pulmonary artery is unknown. It is unknown as to how the bleeding was addressed after the procedure was converted. It was confirmed that the patient was discharged and did not experience any post-operative complications, and that neither the stapler nor the reloads will be returned to isi for evaluation. It was reported that the surgeon could deny the causality between the bleeding and isi instrument or system; however, the surgeon did not state a clear cause of bleeding. The cause of the bleeding is unknown.